Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the lcd display was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's screen turned completely white and was illegible. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.